Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the first proximal stent row and the stent struts lifted and pulled in a distal direction. The first distal stent row was also opened slightly. The undamaged crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. A visual and microscopic examination found tip damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a break in the hypotube 738 mm distal from the distal end of the strain relief and multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found that there were no issues with the mid shaft, inner or outer polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary graft to the left anterior descending (lad) artery. A 190 cm filterwire ez¿ was advanced to treat the lesion. However, during procedure, the filterwire failed to cross the lesion. The device was then removed and it was noted that the tip was damaged. Subsequently, another filterwire was advanced and was able to treat the lesion. A 2.50x32mm promus premier¿ stent was also advanced to treat the lad portion. Moreover, the shaft broke in half. The device was removed from the patient's body and the procedure was completed with another promus premier¿ stent. No patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary graft to the left anterior descending (lad) artery. A 190 cm filterwire ez¿ was advanced to treat the lesion. However, during procedure, the filterwire failed to cross the lesion. The device was then removed and it was noted that the tip was damaged. Subsequently, another filterwire was advanced and was able to treat the lesion. A 2.50x32mm promus premier¿ stent was also advanced to treat the lad portion. Moreover, the shaft broke in half. The device was removed from the patient's body and the procedure was completed with another promus premier¿ stent. No patient complications reported and the patient's status was fine.